Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. D10: concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) device needed to be revised due to erosion. During the revision surgery, upon exploration the physician found an aneurysm in the right side. The device was explanted, and there were no further patient complications.